Event description:
A system error 322 alarm was found in the history log of a pump that was evaluated during a site visit. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an eval was performed. The unit was tested for 24 hours with no occurrence of the reported symptom. Review of the history log confirmed the reported symptom. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.